Event description:
It was reported that the pt who was diagnosed with cerebral paralysis underwent a spinal procedure at t11/l5 using posterior fixation for lateral curvature. Approx two mos post-op, it was confirmed that a non-break off setscrew backed out and a rod has come off. The revision surgery was performed approx two and a half mos post op to replace the setscrew.

Manufacturer narrative:
Device was not returned to MFR for evaluation. We are unable to determine the cause of the event; however, the suspected devices in use are lot # w07d4181, w07d5804 and w07j2907. Device history records for each lot were reviewed. No documentation was found that would indicate a non-conformance to specifications.